Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced catheter damage/deformation. The following information was provided by the initial reporter: material no: 383532. Batch no: 0246855. Today at our user facility we had an issue with the 22g catheter not working properly. The catheter was stuck open and could not close. There was a piece they could not pull out of the members site and had to take the whole line out for safety.

Manufacturer narrative:
H6: investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd nexiva¿ closed IV catheter system experienced catheter damage/deformation. The following information was provided by the initial reporter: material no: 383532, batch no: 0246855. Today at our user facility we had an issue with the 22g catheter not working properly. The catheter was stuck open and could not close. There was a piece they could not pull out of the members site and had to take the whole line out for safety.